Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The distributor reported, an event involving a pt. During the removal of the ventrix sub-dural tunneling pressure monitoring kit-(nl950-sd), the catheter's tube "ripped" in two pieces. The event required surgical revision to remove a portion of the catheter. No injury to the pt was reported as a result of the event. Additional clinical info has been requested from the distributor.